Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the balloon fell off from the ultrasonic bronchofibervideoscope and was left behind in the patient's airway during a diagnostic endobronchial ultrasound. The procedure was stopped and the provider switched to a regular bronchoscope to retrieve the balloon from the left main stem bronchus using suction. The procedure was completed with a back-up device with a delay of less than 30 minutes. There were no reports of further patient harm. This report is 1 of 2.